Event description:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta)/stenting procedure, after deployment of the smart control 8 x 40 stent appeared to be shortened. An additional smart control 8 x 40 stent was deployed next to the previously deployed stent to cover the left external iliac artery target lesion. Post-dilation was conducted. The procedure was completed successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The left external iliac artery target lesion was reported to be: a 90% stenosis, heavily calcified, and moderately tortuous. The intended target lesion length was unknown/not provided. There was some resistance noted during deployment. It was unknown if the smart control stent/complaint product was deployed distal or proximal to the intended target lesion. The stent delivery system (sds) was not reported to have jumped forward during deployment. The locking pin was in place during advancement and was removed before attempting to deploy the stent. The sds was advanced past the lesion and then withdrawn back to the lesion prior to deployment. The handle of the sds was held flat and straight outside the patient. Slight force was applied during deployment of the stent. The temperature exposure indicator was checked to confirm that the black dotted pattern with a grey background was clearly visible. The product was inspected prior to use and appeared to be normal. The product was stored and handled properly according to the IFU. The diameter of the unconstrained stent size was 1-2 mm. Larger than the vessel diameter. A contralateral approach was used. The lesion was pre-dilated. There was no problem reported in advancing the stent delivery system (sds) to the target lesion. Films are not available. No additional information is available.

Manufacturer narrative:
Complaint conclusion: the report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta)/stenting procedure, after deployment of a smart control 8 x 40 stent, the stent appeared to be shortened. An additional smart control 8 x 40 stent was deployed next to the previously deployed stent to cover the left external iliac artery target lesion. Post-dilation was conducted and the procedure was completed successfully. The left external iliac artery target lesion was reported to be heavily calcified, and moderately tortuous with a 90% stenosis. The intended target lesion length was unknown/not provided. There was some resistance noted during deployment. It was unknown if the smart control stent/complaint product was deployed distal or proximal to the intended target lesion. The stent delivery system (sds) was not reported to have jumped forward during deployment. The locking pin was in place during advancement and was removed before attempting to deploy the stent. The sds was advanced past the lesion and then withdrawn back to the lesion prior to deployment. The handle of the sds was held flat and straight outside the patient. Slight force was applied during deployment of the stent. The temperature exposure indicator was checked to confirm that the black dotted pattern with a grey background was clearly visible. The product was inspected prior to use and appeared to be normal. The product was stored and handled properly according to the IFU. The diameter of the unconstrained stent size was 1-2 mm. Larger than the vessel diameter. A contralateral approach was used. The lesion was pre-dilated. There was no problem reported in advancing the stent delivery system (sds) to the target lesion. Films are not available. There was no reported patient injury. The product was not returned for inspection. Review of lot 15632116 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. During placement, it is imperative that the treating physician holds the deployment handle in a fixed position during the entire deployment. If the handle is moved forward or backward after the stent has achieved initial wall apposition then segments of compression or expansion can be created. This can result in stent lengths which are longer or shorter than expected. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.